Event description:
We were performing a chest tube procedure on patient. Nurse opened a chest tube drain kit. When the tubing was removed from the attached pocket on the back of the drain kit, they noted the protective cap that is normally on the end of the connector was missing. The nurse immediately looked for the cap, but did not see one and placed the chest drain kit out of the room and opened a new kit.